Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurate high as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified time in the evening of (B)(6) 2012, she reported a blood glucose result of ''180 mg/dl'' with the subject meter. The patient stated that she manages her diabetes with the insulin (unknown type and dosage) and denied making any changes to her usual diabetes management routine in response to the reported issue. Shortly after the alleged issue occurred, the patient claimed to have developed symptoms of ''diabetic shock'' and ems was immediately called in and the patient was tested on the ems meter (unknown device) and obtained a reading of ''44mg/dl.'' The patient was immediately administered with IV fluids in response to the symptoms. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of severe hypoglycemia and received medical treatment for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.